Event description:
The physician was attempting to advance the 13th coil into the catheter and the coil would not go into the hub of the catheter. Three physicians tried without success so the coil was set aside and a new one chosen. Two additional coils were placed without issue.

Manufacturer narrative:
Device investigation: results: the coil and pusher are connected and move freely into and out of the orange sheath. There are no visual anomalies to indicate damage to the device. The orange coil sheath was connected to an example rhv and px400 microcatheter and the sheath was advanced to the hub-catheter junction before the rhv was tightened. The coil was advanced fully into the microcatheter without difficulty. The experiment was repeated with the end of the sheath placed approximately 1 cm from the hub-catheter junction. The coil entered the microcatheter with no difficulty. The coil pusher assembly is fully functional as tested. The problem introducing the coil into the catheter noted in the complaint could not be duplicated. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.